Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and displaying an error code. During the procedure, a decanav electrophysiology catheter was not being recognized by carto 3 system. The cable was replaced with no resolution; the catheter was exchanged and the issue was resolved. In addition, smarttouch catheter was displaying an error 85. Troubleshooting was performed with no resolution: all catheters were removed from the vicinity of the ablation, catheter was re-zeroed multiple times and force readings were ¿n/a¿ and finally, cable was replaced. The error code was resolved after the catheter was exchanged. The procedure was completed without patient consequence. This event was originally considered non-reportable, however, bwi became aware of the product returned condition on (B)(4), as a visual inspection was performed and revealed that the pebax had a cut (visible under microscope) causing for dark brownish material to get inside of it and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and displaying an error code. During the procedure, a decanav electrophysiology catheter was not being recognized by carto 3 system. The cable was replaced with no resolution; the catheter was exchanged and the issue was resolved. In addition, smarttouch catheter was displaying an error 85. Troubleshooting was performed with no resolution: all catheters were removed from the vicinity of the ablation, catheter was re-zeroed multiple times and force readings were ¿n/a¿ and finally, cable was replaced. The error code was resolved after the catheter was exchanged. The procedure was completed without patient consequence. This event was originally considered non-reportable, however, bwi became aware of the product returned condition on october 1st, as a visual inspection was performed and revealed that the pebax had a cut (visible under microscope) causing for dark brownish material to get inside of it and have reassessed the event as reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and dark brownish material was found inside the pebax (transparent material used to protect the helix). This condition was not reported by the customer. A deeper visual inspection revealed that the pebax had a cut but it was just visible under microscope. The inner material was not exposed and no detachments observed either. Per the reported event, the catheter was evaluated for carto 3 and catheter displayed error 105. Based on the analysis results, the issue can be attributed to the pc board. An internal corrective action was created to address this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action has been created to address the damaged pebax on smart touch. As already mentioned, an internal corrective action was created to address the pc board issues on smart touch.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).